Event description:
Customer's mother reported that customer was hospitalized for high blood glucose and dka. Customer's mother requested pump replacement due to battery problem. Troubleshooting was not performed at the time of call. Advised to disconnect and return pump to minimed.